Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal discomfort. The break in aseptic technique was further described as touch contamination. On the same day as the diagnosis of peritonitis, the patient received treatment with an unknown intravenous and intraperitoneal antibiotic (duration and frequency was unknown). At the time of this report, the patient was recovering from the peritonitis event and was still hospitalized. It was reported that the patient would be retrained in aseptic technique upon discharge from the hospital and once returned to the clinic. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.